Event description:
Att. Alleges ...client received needless shocks causing negative results to his physical, psychological and emotional health. Suffers, si and damages. Additional information from the uf indicated lead noted to have insulation break.